Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a device check, some redness and pus was noted at the patient's incision site. It was determined that the patient had developed an infection. The patient was prescribed antibiotics and the implantable cardioverter defibrillator (ICD) system remains in use. No further patient complications have been reported as a result of this event.